Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a medwatch event report submitted by a caregiver on behalf of her mother, reporting the following issues with an adc freestyle lite meter: the customer purchased the meter, test strips and lancets and noticed that the package could have been previously opened. Customer tried to use the meter, but the screen was ¿stuck in place¿. Customer attempted to replace the battery of the meter but ¿it did not turn on at all¿. It was mentioned also that the battery tab of the meter was broken. Customer tried to return the meter to the place of purchase but was informed that the meter is non-returnable. Customer called adc customer service and it was found out that the test strips had already expired last 30-sep-2018, although the customer reported that she purchased the test strips in 2019. Customer further reported that the entire blood glucose kit may have already been used and was returned by someone else and was resold therefore, possibly exposing her elderly mother to blood borne pathogens. There was no report of serious injury or medical treatment associated with this event.